Manufacturer narrative:
(B)(4). The incident generator has been requested but to date it has not been received for evaluation. If the generator is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during preparation for the ablation procedure when the impedance check was done, there was no response from the generator. The generator was not used. The procedure was completed with another device. No patient injury occurred.